Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal ligation (evl) procedure, performed on (B)(6), 2012. According to the complainant, during the procedure, the first band deployed and remained attached to the varice. However, the remaining bands failed to deploy off the ligator. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation was performed and found that the strap, tripwire, spool, suture, and ligator head were returned. The suture was found partially attached to the tripwire, and broken in two. The other portion of the suture was attached to the ligator head. There were six blue bands and one white band on the ligator. The bands were found ¿rolled-up¿ on one another. The teeth of the ligator were found damaged. Slight indentations were found in the grove of the spool and the tripwire was found bent in several locations. A functional evaluation was performed and found that the spool ¿clicks¿ with every one-hundred eighty degree of rotation as intended. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the suture was partially attached to the tripwire, and broken in two. In addition, only slight indentations were found in the grove of the spool indicating that the tripwire may not have been cinched properly, which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal ligation (evl)procedure, performed on (B)(6), 2012. According to the complainant, during the procedure, the first band deployed and remained attached to the varice; however, the remaining bands failed to deploy off the ligator. The case was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.